Manufacturer narrative:
Technical service advised the user to contact her doctor or the contact information provider so they can best advise her on what to do next. The user was sent the safety data sheet (sds) via email.

Event description:
The user reoported she got (2) two drops of the reagent solution on her hand and has a small red spot that's a bit irritated. The user reported she has already washed and rinsed her hand multiply times but she did not do it immediately. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or identified. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any medical advice is needed. A supplemental report will be provided if any additional is obtained.